Event description:
A hospital in (B)(6) reported that an mr340 infant reusable humidification chamber was leaking during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr340 humidification chambers was returned to fisher & paykel healthcare (B)(4), where it was visually inspected. The chamber was also tested for leakage. Results: the visual inspection revealed that there was no visible cracking or other damage to the chamber. A white/brownish deposit was evident inside the dome and on the base of the chamber. In general, the chamber showed evidence of having been well used. During testing it was noted that the chamber was leaking at the seal where the chamber dome attaches to the base. A lot check revealed no other complaints for lot number 100614. Conclusion: based on the age of the chamber (15 months) and the fact that it appeared well used, it is likely that the seal between the dome and base had weakened with time and use. The base is designed in such a way that it can be detached from the chamber for cleaning and is then re-attached. All chambers are pressure tested during production and those that fail are rejected. We have only received one other complaint of this type in the past 12 months.